Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger unable to recognize) was confirmed. Upon investigation, the charger was unable to recognize a battery pack. The failure was isolated to an internally shorted q401 component. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.